Event description:
The customer reported intermittent leak from the probe at the end of the startup cycle involving a coulter ac*t diff analyzer. The customer indicated that few drops of liquid leaked onto the counter but the leak from the probe was not observed during control or sample run. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) performed decontamination procedure and replaced the diluent filters to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode is likely the diluent filters which were replaced.

Manufacturer narrative:
(B)(4).